Manufacturer narrative:
(B)(4). The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. No unexpected insulin flow blocked alarms or hardware low level failure alarm noted during testing however, hardware low level failure alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self test. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.